Event description:
During a laparoscopic nissen fundoplication (surgical repair of natural barrier between the stomach and the esophagus), the surgeon asked the anesthesia staff to advance a 36 french bougie dilator to dilate the esophagus. The 36 french bougie dilator passed without any problem and was identified by the surgeon to be within the lumen of the stomach. The surgeon then asked for a 60 french bougie dilator to be advanced. The surgeon could not identify the bougie dilator within the lumen of the stomach despite advancement of the bougie dilator. This caused the surgeon to suspect perforation. The surgeon indicated that 60 french bougie dilator is reportedly "stiff compared to other available bougie". The 60 french bougie dilator was removed and the laparascopic procedure was completed. The surgeon asked a gastroenterologist to perform an esophagogastroduodenoscopy (egd). A perforation of the esophagus was confirmed during the egd procedure. The patient was sent to surgery for repair of the esophageal perforation. The patient tolerated the procedure very well and was taken to the intensive care unit in stable condition. The patient was released from the hospital approximately 15 days later. Additional comments regarding this report: cook endoscopy received a letter from the patient's family on 7/22/2008 that alleges a wilson-cook (cook endoscopy) savary-gilliard dilator caused an esophageal perforation. The copy of medical records included with this letter referred to the dilator as a 60 french bougie dilator, which is a general term used to describe a dilator device. The information provided in the medical records did not specify the manufacturer of the dilator involved in this event. After a review of the ordering and shipping history of both the hospital and cook area representative, we can confirm a savary-gilliard dilator has not been issued to the hospital and cook area representative. Although we have requested confirmation of the dilator manufacturer, this information was not provided. Based on the allegation from the patient's family that the dilator involved in this event was manufactured by cook endoscopy and because we must send a MDR report when we become aware of information, from any source, that reasonably suggests a device we market may have caused a serious injury, this MDR is being submitted to FDA. If additional information becomes available, a follow-up MDR report will be submitted.

Manufacturer narrative:
Evaluation: we were unable to conduct a review of the device history record or conduct a sample test from the affected lot because the reorder number and lot number were unable to be determined. After a review of the account order history, we confirmed no savary-gillard dilators have been invoiced to this medical facility. Therefore, the reorder number and lot number of the 60 french bougie dilator was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reports of perforation. Therefore, this alleged report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a letter sent to cook endoscopy by the patient's family alleges that the 60 french bougie dilator was manufactured by wilson-cook medical (cook endoscopy). The medical records included with the letter from the patient's family does not specify the manufacturer, catalog number or lot number of the 60 french bougie dilator that was used. After a review of the account order history for this medical facility as well as the sample history for the appropriate area representative, we confirmed no savary-gilliard dilators have been invoiced to this medical facility or area representative. All the information we have indicates the 60 french bougie dilator referenced in the letter from the patient's family was not manufactured by cook endoscopy. Potential complications are listed in the instructions for use for the savary-gilliard dilator. Potential complications associated with esophageal dilation include but are not limited to perforation. After a review of this information with clinical personnel, we can confirm that perforation of the esophagus is a potential complication of esophageal dilation regardless of the dilation method(s) and device(s) utilized by the physician. Because the product was not returned for evaluation, we were unable to evaluate the bougie dilator in relation to the surgeon's comments related to stiffness. The savary-gilliard dilator is a rigid dilator that is advanced into the esophagus to achieve dilation of strictures. The rigidity of the savary-gilliard dilator is needed so that the device can be effective in dilating strictures of the esophagus. We were unable to confirm the report that the stiffness of the bougie dilator may have caused or contributed to the reported perforation. The instructions for use direct the user to generously lubricate the dilator prior to advancement into the strictured area. Inadequate lubrication of the dilator can contribute to resistance in bougie dilator advancement. If additional pressure is applied, perhaps in response to resistance, this can contribute to esophageal perforation. The medical records provided by the patient's family indicate the bougie dilator was advanced into the esophagus and does not mention the use of a pre-positioned wire guide. The instructions for use for the savary-gilliard dilator direct the user to advance the dilator over a pre-positioned wire guide. Advancing the dilator without a wire guide in place can decrease the user's awareness of dilator position during advancement. This could have contributed to the reported esophageal perforation. Corrective actions: the complaint risk priority number (rpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified and a review of the order history suggests the bougie dilator used was not manufactured by cook endoscopy. This reported observation represents an isolated occurrence. The likelihood of this reported occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.